Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control then provided the biomedical engineer with technical assistance. It was later confirmed by the biomedical engineer that the device's therapy connector assembly was replaced which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would intermittently not detect that a therapy cable assembly was connected. The biomedical engineer was able to duplicate the issue with multiple therapy cable assemblies. As a result, defibrillation therapy may not be able to be delivered, if it were necessary. There was no patient use associated with the reported event.